Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. A transmission noted the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic) and high rate non-sustained episodes. Intermittent t-wave oversensing (twos) was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).